Event description:
The device was returned with no info. Drug infused per MFR records was dilaudid.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed gear corrosion. Residue seen on the bottom side of the top plate. Residue and corrosion seen on the pinion, upper and lower shaft of gear 3 and 4. Pump was approx 85 months duration when it was received for analysis. There was eol (end of life) at that time. The initial printout shows that the pump had been stopped from (B)(6) 2008 until it was received on (B)(6) 2009. Pump failed the 3 rev flow testing five different times with the high flow test results.